Manufacturer narrative:
Concomitant product(s): w4tr01 crt-p, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a two centimeter left pneumothorax was identified post-left ventricular (lv) lead implant. A chest tube was placed, the patient was discharged two days later, and the event was reportedly resolved three days post-discharge. The lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.